Manufacturer narrative:
Approximate age of device: 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2019 due to an intracranial hemorrhage. Per the account, the expiration was not device related and the pump was not explanted.

Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Hemorrhage and death are expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on the event.